Manufacturer narrative:
One device was returned for evaluation. The service history review found the device had not been serviced in the past. Functional tests were performed. The reported problem was duplicated by functional testing. The cause of the problem was an inoperable downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had a ¿pump not attached¿ error. There was no patient involvement.